Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced air bubbles in reservoir. It was also reported that customer was able to smell insulin in reservoir compartment whenever reservoir was removed. It was reported that leak was not visible in any compartment. Customer's blood glucose was 5 mmol/l. Caller was advised to check if pistons moved sideways and if problem still persists.